Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient made an unspecified mistake. One day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1g, once in four days, ongoing, route not reported) and amikacin injection (125mg, once a day, ongoing, route not reported) for the event. At the time of this report, the patient was recovered from the peritonitis event. The patient was discharged 10 days after hospital admission. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.